Event description:
It was reported that 12 bd luer-lok¿ 1-ml syringe tip was damaged. The following information was provided by the initial reporter: small plastic defects on the syringe tips.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd luer-lok¿ 1-ml syringe tip was damaged. The following information was provided by the initial reporter: small plastic defects on the syringe tips.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-oct-2022. H6: investigation summary: four photos and twelve actual samples without packaging were received by our quality team for evaluation. From the returned photos and samples, flashes on the syringe barrel tip were observed. The samples were subjected to flashes measurement and 3/12 samples tip flashes were out of product specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Of the samples with tip flashes out of specification, it was found that they were molded from the same cavity. The probable root cause of this nonconformance could be due to tip pin chip off. In (B)(6) 2022, the cavity was found to be blocked and a new tip pin was replaced. The cavity has passed the inspection after changing the new tip pin. This was completed after the reported batch was manufactured.